Event description:
The patient was having shoulder surgery. When the surgeon started using the burr in the patient shoulder, the burr started to fall apart. Multiple slivers of metallic were observed on the arthroscopy screen. Unsure of how many, maybe 30 to 60.